Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Section h4: (device mfg date) has been updated based on the extended investigation.

Event description:
A customer reported the error message, "replace sensor," when scanning the adc freestyle libre sensor. As a result, on (B)(6) 2021, the customer experienced unspecified hypoglycemia symptoms and became "semiconscious' and lost consciousness. The customer was able to regain composure and self-treat with "something sweet". No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," when scanning the adc freestyle libre sensor. As a result, on (B)(6) 2021, the customer experienced unspecified hypoglycemia symptoms and became "semiconscious' and lost consciousness. The customer was able to regain composure and self-treat with "something sweet". No further information was provided. There was no report of death or permanent injury associated with this event.